Event description:
A second attempt was made to dialyze the pt in the micu. (See 1000906 for first incident.) Due to the possibility that a dialyzer sensitivity was the cause of the previous respiratory distress syndrome, a pan (polyacrilonitril) dialyzer was set up; the dialyzer was hyperrinsed with 3 liters of normal saline. Pt had been extubated in the morning. Respirations still appeared somewhat labored with pt using accessory chest muscles for breathing, bilateral rales heard but with air movement and pt appeared comfortable. Dialysis was initiated and approx 15 mins after initiation of treatment, the pt became restless, breathing became very labored and oxygen saturation dropped to 80%. Treatment was discontinued, blood was not returned. Benadryl, epinephrine, solumedrol given. ICU team called and pt reintubated. Pt conscious. (Also see 1000905 and 1000906.)